Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: feb 8, 2024. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut and coated in viscoelastic residue. The lens was cleaned, and damage was observed on the edge of the lens. No issues that could cause or contribute to the complaint issue was observed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Johnson & johnson surgical vision will continue to monitor these types of complaints.

Manufacturer narrative:
Section e1: email address: unknown/not provided. Section e1: telephone number: 053-766-4455 section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient felt discomfort in visual acuity after his left eye surgery. The lens was fully implanted into the patient's eye. The astigmatism of the patient increased. The patient had unexpected post-op refraction whereby the targeted refraction was not achieved. There was unintended residual refractive results of myopia where the pre-operative barrett target reference was +0.21 and post-operative sphere was -1.50 and cylinder was -1.00. There was an explant performed. There was no delay in treatment and other interventions performed. No further information was provided.